Manufacturer narrative:
Model number/catalog number 720185-01, serial number null, batch/lot number 708922003, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) a few months prior. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. The reservoir was retained. Upon removal, air was observed in the pump of the explanted device, indicating fluid loss. The reservoir was completely empty and a small tear was seen in the right cylinder. The patient did not experience any further complications.